Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to the 2 most distal stent strut rows. The remaining undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed using with 2.5x15mm non-bsc balloon catheter, a 3.50 x 24 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.